Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error while filling tubing. The blood glucose reading was 19 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.